Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to recurring incontinence 18 years after implant. Cuff and pump removed. Pbr left in. New ams 800 with all components implanted . Patient also had an invance sling earlier. Additional information was received. Recurring incontinence was better after implant of the device.